Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incidents could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk during the use of this device.

Event description:
The (B)(6) heart vessels during (2016) journal published an article on 05 december 2014 indicating three patients developed cardiac tamponade during the procedure, which was treated with a pericardiocentesis. Further information regarding these events is not available. (Heart vessels (2016) 31:397-401).